Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported that there was an ins/lead issue. Additional information was received from a manufacturer representative (rep). It was reported that the patient experienced a therapy issue. The patient was unaware of when the patient began experiencing this issue. The rep stated they met with the patient for reprogramming. The patient was running their sub perception dtm setting too high. The patient met with the patient and went through how to use their therapy settings. The rep believes the issue has been resolved.

Event description:
It was reported that having connection issues for the past 2 weeks. Patient (pt) stated that the communicator and wireless recharger (wr) would not connect. Pt reported experiencing severe shocks occasionally last night and also experienced severe jolting sensations. Pt stated they were hurt so bad this morning. Pt attempted to connect to the mystim application but was prompted to scan or enter a code. Pt stated they kept doing that but still it won¿t do nothing. Pt also stated that the wr did not connect last week. Pt stated they contacted the manufacturer representative (rep) via text message, and sent photos of the device. They also mentioned contacting the another rep last friday. Agent had pt turn off the communicator and turn on the communicator. Pt noted that the communicator flashed on and off for about 5 seconds and that no cord was attached. Pt stated the communicator was fully charged. Agent had pt press the communicator power button for 2¿3 seconds. Pt stated that the device flashed and then the battery indicator remained green. Agent had pt turn the airplane mode 'on' and 'off'. Pt confirmed the bluetooth was enabled. Agent had pt close all the applications (apps), launch mystim app, attempt to connect, place the communicator over the implant and manually enter the code. Pt stated seeing ¿communicator not found¿ message. Agent had pt reset and turn on the communicator and press ¿retry¿. Pt manually entered the code again and confirmed they were able to connect to their implant. Pt adjusted the stimulation intensity. Pt stated they were using group d and increased the intensity to 6.7 up to 7.4. Pt reported no sensation at that level, so they decreased the intensity and switched to group b. After adjusting the intensity in group b, the pt stated they were able to feel the stimulation. Agent had pt close all the apps, turn on the wr, place the wr over the implant, launch recharger app and attempt to connect. Pt stated receiving a ¿recharger not found¿ message and noted that the wr was beeping. Agent had pt press ¿retry¿ but still seeing the same message. Agent had pt reset the wr and attempt to reconnect. The pt continued to receive ¿recharger not found¿. Agent had pt press ¿switch recharger¿ and manually enter the code. Pt stated that the application navigated to the homescreen. Agent had pt turn off the wr and handset, power the handset back on, close all apps, launch the recharger app, turn on the wr, and attempt to connect. Pt stated receiving ¿recharger not found¿. Pt selected ¿retry¿ but continued to receive the samemessage. Agent had pt close all the apps, turn off the wr, launch the recharger app, turn the wr back on, place the wr over the implant, and attempt to connect. The pt continued to receive the same message and confirmed the implant battery level was at 60%. Agent had pt close all the apps again, power off the handset and wr, and wait several minutes. Agent had pt to power the handset back on. Pt stated that the date and time were automatically set. Agent had pt disable and re-enable the ¿automatic date and time¿ setting and turn airplane mode on and off. Pt confirmed that bluetooth was enabled. Agent had pt close all apps, launch the recharger app, turn on the wr, and attempt to connect. Pt continued to receive ¿recharger not found¿. Pt stated they were able to recharge their implant 2 days ago. Pt stated they are going to get an attorney if the issue continues to happen. The pt became escalated and insisted on having the device replaced. The issue was not resolved. Due to the nature of issues pt has been experiencing, a request was sent to the repair department to replace the wireless recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.